Event description:
Procedure type: pancreatectomy. According to the reporter: the customer reports that during a pancreatectomy, the needle and the thread slightly damaged the anterio-abdominal wall of the patient as it was abnormally hard to suture. The surgeon injured himself with the needle. (Pricked himself on one finger). The needle seemed to be not sharp enough.

Manufacturer narrative:
(B)(4).